Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.